Event description:
The pump eroded through the patient's skin. The pump was moved to a new location. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.